Event description:
Family member reported in 2004 that while using the product for the first time it cut their pt's gum and tongue ("somehow it caught back where your upper and lower jaw meet and they also had a deep cut in their tongue"). Pt's was taken to the emergency room and was seen by an ear, nose and throat specialist who administered 15 stiches. Pt was admitted to the hosp (time and name of hosp not disclosed by the consumer) and was kept in the ICU for observation until 3:30 am and was then moved to the room. Pt was released into family member care at 10:30 am.